Event description:
Complainant alleged that while treating a pt (age and gender unknown) the device was powered on and prompted a "unit failed" message. The battery was removed and reinstalled and prompted "unit ok". The device then returned a "shock advised" determination on the conscious pt with what appeared to be a non-shockable heart rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.